Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the monopolar curved scissors fell inside the patient. Although, the fragment was retrieved without patient harm it is unknown what caused the piece of the monopolar curved scissors to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the monopolar curved scissors (mcs) instrument broke and a piece fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter regarding the reported complaint: the customer identified the issue at the end of the procedure. The customer saw that a fragment fell inside the patient and retrieved it immediately. The procedure was completed using the same monopolar curved scissors. There was no injury, no delay and no additional anesthesia.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in g3, g6, and h2 refer to fields h7 and h9 for the corrected information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken tube extension at the proximal end. The broken piece was not returned, measuring roughly 0.212¿ x 0.454 in size.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken tube extension at the proximal end. The broken piece was not returned, measuring roughly 0.212¿ x 0.454 in size. The broken tube extension is most commonly caused by mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
The isi aware date and due date were found to be incorrect. The isi aware date should have been 1/25/2019 and the due date should have been 2/24/2019. Additionally, the date entered was entered in error and should have been blank.